Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The customer discovered a loose tubing on port #9 on the blood sampling valve (bsv) and the cts advised the customer to trim and reconnect the tubing back onto the bsv to resolve the leak. The customer verified instrument's operation by running a startup which failed for platelet (plt). A beckman coulter field service engineer (fse) was then dispatched for this event. The fse arrived at the customer's site and confirmed that the instrument generated random platelet vote outs on controls but not on patient samples. The fse also observed instrument lock up issues while at the customer's site. The fse confirmed that the digiboard was not communicating correctly with the instrument and that the 376 cpu was not handling histogram or data plot information correctly, thereby causing the vote outs. The fse replaced the cpu and the digiboard to resolve the platelet and lock up issues. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the leak is attributed to a disconnected tubing from port #9 of the blood sampling valve. Failure mode of the plt vote outs and instrument lock ups are attributed to a defective cpu board and digiboard. Results: digiboard. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported that the lh 500 hematology analyzer generated platelet (plt) vote outs on the abnormal 1 (abn1) level control. The customer stated that clear fluid of approximately 10 ml had leaked from the blood sampling valve of the instrument. The customer indicated that the leak was not contained within the instrument and fluid leaked onto the countertop. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.